Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2019 due to capture anomaly.

Manufacturer narrative:
Correction : serious injury to malfunction - the primary reason for the procedure was for a scheduled generator replacement/upgrade not due to the lead issue.

Event description:
New information received notes the issue with the right ventricular lead was discovered prior to a pre-scheduled procedure for a routine generator replacement. Complete loss of capture was observed on the right ventricular lead. As previously reported the lead was capped (B)(6) 2019 and replaced during this pre-scheduled procedure.there were no patient consequences as the patient was receiving pacing therapy thought the left ventricular lead.